Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp device was inserted via the left femoral artery in a 31-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient developed a hematoma with oozing at the impella access site. The clinical team managed the bleeding with manual compression and temporary holding of anticoagulation. Upon reassessment, the access site was noted to be more stable with no ongoing oozing. The partial thromboplastin time (ptt) remained within the facility¿s therapeutic range, and hemoglobin levels were stable. The hematoma was considered stabilized. The patient survived to explant. The reported hematoma and major bleed are consistent with access-site complications associated with large-bore femoral arterial cannulation and anticoagulation requirements during impella support, and were effectively managed with standard intervention.

Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the access site adverse event was not determined due to insufficient clinical details.